Event description:
The customer reported via phone call that she had an insulin pump that she hasn't used in over a year. Customer stated that her diabetes got out of control, so she had to be put on shots again. Customer stated that she was hospitalized either in (B)(6) 2013 or in (B)(6) 2014 for high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of the hospitalization. Customer could not get enough insulin from the pump into her body. Customer had symptoms such as feeling faint, sick, and having nausea. Customer was in the hospital for about a week. Customer's blood glucose was regulated and she was given a shot. Customer was released from the hospital. Customer was wearing the pump at the time of the hospitalization. Customer mentioned that she will get some alarms such as an unexpected restart alarm and an external ram error alarm. Customer declined troubleshooting for high blood glucose. Customer will need to get a battery for the pump and could not troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.